Manufacturer narrative:
A patient had an infection at the lead site was reported to abbott. Patient had emergency clean out of the wound and removal of the lead. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
It was reported that the patient had an infection at the lead site. Patient had emergency clean out of the wound on (B)(6) 2023 and removal of the lead.